Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced cannula breakage on the non-patient end. The customer stated, ¿was reported that the non-patient end cannula was broken.¿

Manufacturer narrative:
Investigation: customer returned ( 1 ) 4mm, 32g bd pen needle without the tear drop label (used). Customer reported rear cannula end is broken. The returned pen needle was examined and it exhibited a broken non patient end of the cannula, thus confirming the alleged defect. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced cannula breakage on the non-patient end. The customer stated, ¿was reported that the non-patient end cannula was broken.¿